Manufacturer narrative:
The reported events of unacceptable threshold and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.